Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has caused or contributed to pt injury previously. Device issue: shaft separation. It was reported that a 4.0 x 12 vision was previously deployed (in a former procedure) in the main trunk. An attempt was made to advance the xience v stent delivery system (sds). The sds was pushed with force in an attempt to advance the stent through the previously placed stent in the main trunk to the cx. Difficulty was noted. The proximal hypotube separated. The xience v was removed without deployment. There were no pt effects reported. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). Evaluation summary: quality assurance analysis revealed that the sds was returned with blood on the balloon, on the distal shaft, and in the guide wire lumen. There was contrast on the balloon and on the distal shaft. The stent implant was stationary on the balloon between the markers. There was no damage noted to the stent implant. The balloon was tightly folded. The hypotube and jacket were separated, 14cm distal to the strain relief tubing. The fracture faces were ovaled as if kinked prior to the separation. The material at the separation was stretched and jagged. There was a bend in the hypotube, 17.5 cm distal to the separation. There were four kinks in the hypotube, 2mm, 39.5 cm, 59.5 cm, and 75 cm, distal to the strain relief tubing. There were no kinks or damage noted to the tip and inner member. There was no other damage noted to the sds. The tip seal length was measured and this met mfg criteria. A snap gauge was used to measure the outer diameter of the stent implant. The stent implant outer diameter measurement met mfg criteria. Product performance engineering reviewed the incident info and analysis of the returned product, which was consistent with the reported info that the sds was inserted in the pt's anatomy, but not inflated. Failure to advance can be affected by numerous factors including, anatomical morphology, disease state, pre-dilatation, product placement, product size selection and accessory product support; and is typically not associated with a product quality deficiency. The measurement of the tip seal length and stent implant outer diameters met mfg criteria, and there were no kinks or damage noted to the tip or inner member, which suggests no product quality deficiency. Based on the info received with the complaint, the reported failure to advance appears to be related to the attempt to cross a previously deployed stent. In this case, the reported failure to advance, shaft detachment and noted bend/kinks appear to be related to the operational context of the product. Analysis also noted that the hypotube and jacket were separated 14cm distal to the strain relief tubing, confirming the reported proximal shaft detachment. The fracture faces were oval shaped as if kinked prior to separation. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. In this case, the hypotube had a bend and multiple kinks. As these bend/kinks were not reported prior to use, they likely occurred during the attempts to advance through the anatomy and he previously deployed stent. As reported, the physician used force in attempt to advance through the previously deployed stent which may have resulted in a kink or bend and eventually shaft detachment. It should be noted that the xience v instructions or use (IFU) states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. A review of the finished product lot history record (lhr) did not reveal any non-conformances for this lot that could have contributed to this complaint, and all lot release testing met spec. This MDR is considered closed by the product performance group.